Manufacturer narrative:
Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
On (B)(6) 2011, ecp reported patient complaining about avaira lenses. Patient visited practice on (B)(6) 2010 and was referred to a hospital and kept overnight. The patient was diagnosed with microbial keratitis to pseudomonas. Patient is still under the care of an ophthalmologist. Patient admitted mixing care solutions. Patient filled up the contact lens container, but did not replace the contact lens container regularly. Patient has admitted non-compliance and is now wearing glasses.